Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not power up, due to the power supply being out electrical specification. Concomitant product: product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer would not power up. Known good power supplies and outlets were tried but the situation did not resolve. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.